Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter(aus) device after having an sling device previously implanted. The reason for the procedure was unspecified. A patient outcome was not reported.